Event description:
The event is reported as: complaint description: the product was used according to the device specifications and did not violate the contra indicated use. After the first clip was fired and locked onto vessel, the applier was removed from the vessel, and the next clip prematurely "jumped" out the applier into the patient's abdomen. The clip was recovered and no reported patient injury.

Manufacturer narrative:
No sample is available for investigation. DHR investigation did not show any issues related to this complaint. Root cause unknown. Complaint cannot be confirmed since the sample was not available for investigation. The manufacturer will continue to monitor and trend relating complaints.